Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient was seen at the clinic in (B)(6) 2018 and reported not having had any hearing benefit with the device in the previous few days. She had first heard some unpleasant noise before complete loss of hearing sensation. There was no accident or trauma reported. The recipient was re-implanted.

Event description:
The recipient was seen at the clinic in (B)(6) 2018 and reported not having had any hearing benefit with the device in the previous few days. She had first heard some unpleasant noise before complete loss of hearing sensation. There was no accident or trauma reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.